Event description:
Device 1 of 5. Reference MFR. Report #s 1627487-2011-00846, 1627487-2011-00847, 1627487-2011-00848 and 1627487-2011-00849. The pt received an scs system including an ipg, three percutaneous leads from three different lots and a lead extension. It was reported that the pt constantly tampered with her lead site and that the area appeared infected. Her entire scs system was explanted as a result. Both intravenous and oral antibiotics were administered as treatment; however, a culture was not taken. Follow-up on this matter found that the reported infection has completely resolved.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.